Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The patient reported for about the past 2 weeks they had been having issues charging their implanted neurostimulator. Patient stated they would start charging at 70% and it would stay at 70%, but the controller would deplete down from 100%. Patient stated they had gotten a message on the controller that said to replace the controller battery. Patient said they saw their manufacturer representative yesterday and the representative suggested they call and get a new battery pack. Patient mentioned they had reset the controller, but that did not resolve the issue. Patient also mentioned the controller had been giving them all sorts of error messages. Patient had been charging for about 2 hours and the implant had not moved at all. Patient said it was taking a very long time to increment like it had been. Patient confirmed that the charging quality would not stay on excellent, but would always go to good or then disappear. Patient denied any physical burns or injuries from the recharger, but said the paddle would get really hot. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Analysis of the [recharger], model [97755-s], s/n (B)(6), revealed. Analysis found:no anomolies found medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.